Event description:
The customer reported the system intermittently displayed a fast stop activated error message during some subtraction exams. This message indicates a hardware or software fault has occurred and may render the system inoperable. Intermittent loss of system functionality - there is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the input transformer. The system operates as intended.